Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump's screen was broken. The customer could not read anything on the screen. The insulin pump was bumped. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding a21 lcd glass; unable to perform the functional test including the currents test, self test, error test, the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to lcd glass anomaly. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.